Event description:
On (B)(6) 2004, the patient underwent treatment of an abdominal aortic aneurysm with three gore® excluder® aaa endoprostheses. On (B)(6) 2015, the patient presented with an aneurysm rupture. It was reported there was additional neck length available below the renal arteries, so an aortic extender component was implanted for proximal extension on the previously placed grafts. No further adverse event were reported, and the patient tolerated the procedure. Additional information has been requested.

Manufacturer narrative:
(B)(4) - the review of the manufacturing paperwork verified that this lot met all pre-release specifications.the reason for the implant of the aortic extender component on (B)(6) 2015 is unknown.

Event description:
On (B)(6) 2015, a procedure was performed whereby an additional aortic extender component was implanted. It was initially reported the patient presented with an aneurysm rupture. However, during investigation it was reported by the physician that no rupture or endoleak occurred. The reason for implant of the additional aortic extender component is unknown. The patient tolerated the procedure. No further adverse events were reported.

Manufacturer narrative:
Additional devices implanted and involved in this event: pxt281416/041410711, pxc181200/03290726.